Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) came to the emergency room and it was observed that there was no sensing or capture in the rv lead. Chest x-ray was obtained and it revealed that the lead was dislodged. The patient had twiddlers syndrome which initiated the dislodgment. The physician performed a surgical procedure and explanted this rv lead. No additional adverse patient effects were reported.